Manufacturer narrative:
Fluid loss was reported. The ams700 device was visually inspected and functionally tested. There was a leak in the reservoir tube (krt) that was the result of fatigue. Fluid loss was confirmed. The ams700 device was visually inspected and functionally tested. No leak was found. Both cylinders performed within specifications. The pump was not functionally tested due to the reservoir leak. Correction: updated to include device analysis. The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. Reservoir model- 72404155 lot sn- (B)(4) mfg date- 07/30/2010 exp date- 09/28/2014 gtin- (B)(4).

Event description:
It was reported that due to fluid loss the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of cylinders, pump and reservoir were implanted. No additional patient complications was reported. Should additional information be received a supplemental report will be submitted.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to fluid loss, the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of cylinders, pump and reservoir were implanted. No additional patient complications was reported. Should additional information be received, a supplemental report will be submitted.